Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis system will not power. A field service engineer disconnected the 6 drawer pyxibus cable to isolate the drawers, then reconnected each drawer one at a time. Medapp successfully loaded after each drawer was added back into the circuit. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, that the station was unable to power on. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.